Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 006 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during investigation, the pump booted with audible and vibration but the screen remained blank. The pump was opened and the oled display was found to be cracked. A test display was installed and the pump booted to the verification screen. There were no errors, alarms or warnings recorded in the pump history or the black box.